Manufacturer narrative:
Correction/removal reporting #s: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03572. The patient reported she has been experiencing her unit becoming "really hot" to the point she has to take frequent breaks while charging her scs system in order to let her skin cool. She is unsure if the heating is painful or uncomfortable. A replacement charging system (low energy) was sent to the patient. Follow-up identified the issue resolved with the replacement charging system. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.